Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: physician preference testing report indicated that "noticeable resistance when passing pivot through the carotid stents. Could be due to the micromachined tube rubbing against stent struts. Coating may have rubbed off."

Manufacturer narrative:
Device history review revealed that non-conforming products (ncps) were issued against the components of this device, but nothing that would have resulted in the reported incident. A visual examination reveals some coating residuals, however, full coating adherence could not be confirmed due to the fact the catheter had been used in the procedure and underwent a decontamination process, which may or may not have given the appearance of a thin hydrophylic coating layer. No further info is available. The MFR is closing its file on this event.